Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.64 volts and charge time measurements of 25.3 seconds. The field representative contacted a technical services (ts) consultant and inquired why the device had not triggered elective replacement indicator (eri). Ts indicated that the device was taking advantage ot midlife charge time extension. Subsequently, the patient tested positive for (B)(6) and vegetation was noted on the lead. A revision procedure was performed and the device was explanted and returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.